Manufacturer narrative:
UDI # (B)(4).

Event description:
It was reported that a usb cable for motion tablet is faulty. The cable was disconnected from the table for more than 15 seconds and reconnected which did not resolve the issue. The programming system did work when another cable was used. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.